Event description:
As per review of literature article accuracy, precision, and trending of 4 pulse wave analysis techniques in the postoperative period (m. Geisen, m. T. Ganter, s. Hartnack, et al.), the following complaint was identified: in patients admitted to the intensive care unit after cardiac surgery flotrac (medwatch (B)(4)) and nexfin (medwatch (B)(4)) do not reliably display changes in cardiac output after fluid administration in the study group of patients. Per the study, the devices were used as additional monitoring systems, as the reference values were obtained from transpulmonary thermodilution. This information reasonably suggests the patients did not receive any treatment due to the inaccurate values. Additionally, the study states that no adverse events regarding the use of the study devices were recorded. Patient demographics were requested and unable to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.